Event description:
Allegedly, hardware removal.

Manufacturer narrative:
Investigation is not complete. Although several attempts have been made to clarify the events that took place, the user facility has not responded. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00348, 00349, 00351.